Event description:
It was reported that the patient could not adjust the stimulation of her interstim device with her patient programmer. The ipg will need to be explanted to determine if it is the source of the problem. Further information is being requested from the hcp.